Event description:
It was reported that there was no fluid flow through a large volume multirate infusor. On the day of withdrawal, it was observed that the device was still 90-95% full with the medication. This issue was further described as, ¿found a defect in the infuser and no functionality¿. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter addre: (B)(6) e1: initial reporter phone no. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured march 15, 2023 - march 16, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which observed residual fluid inside the device's bladder. Based on the photograph, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.